Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. Review of the system revealed that all other rv lead parameters were normal and there were no episodes of noise. No conclusive cause was determined and the patient will continue to be monitored. The rv lead remains implanted and in service and no adverse patient effects were reported.